Manufacturer narrative:
On 21-jun-2023, bwi received additional information regarding the event. No air was introduced to the patient. No neurological symptoms were exhibited post procedure. No medical intervention was required. Additionally, the product was received by the bwi product analysis lab. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not showed stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. Device history record was performed for the finished device 00002262 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Biosense webster manufacturer's reference number (B)(4) has 2 reports. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and air was drawn to the vizigo from the side port. The issue occurred when the catheter was being replaced. Once the issue was identified, the sheath was replaced with a like device--however, the second sheath experienced the same air draw issue. The second sheath was replaced with a third like device, and the issue resolved. The procedure was continued and completed without patient consequences. The hemostatic valve of the two complaint devices (with air flow into the side port) was not broken. Air flow into side port is MDR-reportable.